Event description:
The following has been reported: unit will not charge fully customer reporting unit will not charge fully. Action taken (fresenius kabi service depot): received pump (sn) (B)(6). Could not confirmed error code 23, not present during initial testing. Found damage to the cpu board that could have resulted in reported issues. Cpu board has been replaced and device is functioning as intended. Equipment cleaned, post service tested and released for use. Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported event could not be reproduced but the internal check confirms the event (a damaged cpu board). This defect is due to usability, the device was mishandled. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.